Event description:
It was reported that the customer was hospitalized due to a motorcycle accident, and the insulin pump has multiple scratches on the case and the display. The customer's blood glucose at time of call was 205mg/dl. Troubleshooting was performed. The mother stated that she is not sure if the infusion set was pulled off his body. Advised the caller that the customer should revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.